Event description:
It was reported that pump touchscreen became only partly responsive, screen display peeled and turned off too quickly, there was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from technical support, was noted to be out of warranty and in process of pump renewal, and no additional information was received regarding the outcome of the event.